Event description:
The customer reported a failed power supply (ac power module). There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by the customer. The customer confirmed the ac power module failure. Failure of the ac power module could cause a failure to power on which could impact the delivery of therapy. The philips response center provided the customer with the information needed to order a replacement ac power module to resolve this malfunction. This was a malfunction of the ac power module.